Event description:
It was reported that during an a-fib procedure, the roof of the patient's left atrium was perforated during ablation at 30 watts. The perforation was near the right superior pulmonary vein. The patient's blood pressure dropped and ultrasound confirmed a pericardial effusion, which turned into a tamponade. A pericardial window was performed. The patient was taken into surgery and the perforation was repaired via sternotomy. The patient was transferred to ICU in stable condition.

Manufacturer narrative:
Product analysis investigation could not be performed since the catheter was disposed. The DHR review could not be reviewed because the lot number was not provided by the customer. Concomitant products: carto 3 systemus: catalog #: fg540000 serial #: (B)(4); stockert 70 system us: catalog #: s7001 serial #: (B)(4).